Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging frequent, persistent occlusion alarms on the pump. The reporter indicated that the issue continued even after replacing the supplies multiple times. The reporter confirmed that the cartridges and infusion sets were being prepared per the instructions for use. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: a review of the pump black box data revealed occlusion alarms with the occlusion force being high. The rewind, load and prime steps were performed successfully with no alarms occurring. A force sensor calibration test passed. The pump was exercised for 24 hours with no occlusions occurring. Unrelated to the original complaint, the battery compartment was observed to be cracked along the side. The audio bolus button cover was observed to be torn but still operable. Additionally, the pump powered on to a dim and discolored display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).